Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor or lost light transmission, non-compliant light transmission, partial to complete loss of light transmission, fiber breakage in the lighting guide, poor image in dark areas, or image impairment in darker regions. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent/scratches on objective frame, the outer tube has a dent, front panel is cracked at the universal 1 outer socket, the image is blurry and light guide adapter is loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad or lost light transmission or light transmission and bad image in dark areas due to front panel was cracked at the universal 1 outer socket. Regarding the new reportable findings found in the investigation, based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.